Event description:
It was reported that during the video assisted thoracoscopic surgery with mechanical pleurodesis and upper right lobe wedge resection, when on the second firing, the reload only fired partially. The knife blade was retracted, the reload was replaced and was able to fire fully on subsequent firings completing the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p5b0902); sigadaptstnd, sig power sigadaptstnd linear adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.